Event description:
Related manufacturer report number (B)(4). It was reported that the patient's left ventricular assist device was explanted on (B)(6) 2021. The controller was returned for investigation and superficial jacket damage and wire fatigue was found.

Manufacturer narrative:
Manufacturer's investigation conclusion the heartmate ii system controller sn (B)(4) was returned for evaluation following a heart transplant. A review of the log files contained data spanning approximately 2 days (19aug21 and 20aug21 per timestamp). The controller operated as intended throughout the log file, and there were no notable alarms active. The system controller was functionally tested and found to operate as intended during analysis. Provided information stated the patient was listed as status 2 for heart transplant due to device malfunction of an outflow graft obstruction and kink. The patient was transplanted on (B)(6) 2021.there were no reported issues with the system controller at the time of the transplant. Incidental findings: superficial jacket damage, wire fatigue. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.